Event description:
It was reported that cgm displayed error message 42 while sensor g7 was in use. There was no reported impact to the customer¿s blood glucose level. Customer worked with technical support to perform pump reset, after which error did not reappear, and customer was advised to wait 20 minutes before starting new sensor session, which customer understood and accepted.